Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review of egms, atrial lead exhibited noise. Other electrical parameters were normal and stable. No intervention was performed. No further information was reported.